Event description:
The patient had a mediport placed. The patient recieved one dose of chemotherapy. She had buring at the time but did not report it as she thought it was normal for receiving the medication. The patient returned for second dose of chemotherapy two months later and when the port was initally flushed there was swelling at the port site. No chemotherapy was given that day and patient went for a port study. Two days later the port was removed at another hospital. The patient was told that the cartridge was defective and leaking.